Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated defective u1004 and u1005 components causing the c19 capacitor on the defibrillator pca to leak dielectric and contaminate the monitor. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.